Event description:
The customer alleged a falsely elevated troponin I (access accutni+3) result, for one patient, involving the access accutni+3 reagent used in conjunction with the access 2 immunoassay system. The customer stated the elevated result was released out of the laboratory. As a result, the patient was transferred to an alternate hospital where the troponin value was negative. The customer does not have further details with regards to the incident. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome to date. There was no report of instrument issues. The instrument was in operation.

Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.